Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred, the system was restarted with few warm restarts, and the treatment was completed with delay of more than 20 minutes. The philips field service engineer (fse) visited system and could not replicate the issue of the message stating that "geometry is starting up" appearing and making it impossible to operate. Fse adjusted the bodyguard sensor, but issue persist. A review of the system logfiles found that the communication between the units exchanging geometry information had been interrupted. Upon troubleshooting actions, the fse replaced the amc triple servo drive and c-arc bodyguard interface box, reinstalled the application, and re-adjusted the various drive power settings. After replacement displayed a user message indicating that frontal stand adjustment was required. To resolve the issue fse adjusted frontal stand. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.